Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with an afx bifurcated stent graft and vela infrarenal. On (B)(6) 2017, a secondary procedure was performed for an unknown reason. During the intervention, an additional vela infrarenal was implanted. No additional event or patient information is available